Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6). Pump was returned as part of another case and discarded before being evaluated because there was no known complaints against the pump at that time.

Event description:
The patient's mother is alleging that the pump hasn't been delivering insulin, and has subsequently caused her son to have high blood glucose levels. No adverse event alleged. Pump not available for investigation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.